Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer report number: 2017865-2024-72661. It was reported, that the patient was a non-responder to cardiac resynchronization therapy. The physician elected to revise the leads for more adequate treatment. The right ventricular lead was explanted and replaced and the left ventricular lead was repositioned. There were no patient consequences. And no alleged malfunction associated with either lead.